Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found a piece of optic and haptic was torn off and missing. There were traces of dry clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three-piece silicone lens, +25.0 diopter, in the patient's right eye (od) and the back haptic tore. The lens was partially inserted and was removed within the same surgery. The backup lens was implanted. The reporter stated the cause of the event was unknown.